Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent inaccurate fill estimates as the insulin gauge prematurely would show zero when there was still insulin in the cartridge or the estimate would change after the loading process. The customer's blood glucose level had not been impacted. Tandem customer technical support (cts) reviewed the pump data and confirmed an instance where the fill estimate rapidly depleted. The customer was informed of the data. On (B)(6) 2017, the tandem technical support assisted the customer with loading a new cartridge. The pump operated as expected and the fill estimate was correct. The customer was satisfied and had no further questions.